Manufacturer narrative:
The device passed performance inspection procedure and was returned to the customer. The kepnuts keep the battery wire harness crimp connected to the battery pin grommet assembly. Therefore, when loose, an intermittent power issue can occur. Thus, the cause of the reported issue was loose kepnuts around the battery wire harness.

Event description:
The customer contacted physio-control to report that their device turned itself off and on intermittently. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio found the kep nuts on the power connectors were loose. Physio replaced the battery pins and tightened the battery wire harness. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned itself off and on intermittently. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.